Event description:
It was reported that; inner portion of reliance lite t-handle broke during disc shaving.

Manufacturer narrative:
Method: device history review and device inspection. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The reliance t handle was confirmed to have a fractured inner shaft upon visual inspection. Conclusion: the plausible root cause of the reported event is normal material wear based on the age of the device.